Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore a lot history review will be performed. The device was returned for evaluation as well as five photos were provided for review. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model va8076 pta balloon dilatation catheter allegedly experienced a retraction problem and balloon detachment. This report was received from one source. One patient was involved with no reported patient injury. The patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore a lot history review was performed. The device was returned for evaluation as well as five photos were provided and reviewed. The investigation is confirmed for reported detachment of device or device component and break. However,the investigation is inconclusive for the reported retraction problem. The definitive root cause for the reported retraction problem, break and detachment of device or device component could not be determined based upon available information. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model va8076 pta balloon dilatation catheter allegedly experienced a retraction problem, break and balloon detachment. This report was received from one source. One patient was involved with no reported patient injury. The patients¿ age, weight, and gender were not provided.